Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: visible moisture behind display lens. Leak test failure due to cracked pump case at the case seal/top right corner of the display. A blank screen at power up was noted. The pump opened; rust/corrosion found in all areas of the pump. A returned battery cap used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.